Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar cautery instrument was analyzed and found to have a cracked tube adapter at the distal end. There were no broken pieces. No missing material was observed. Additional observation(s) related to the customer reported complaint: the instrument was found to have a bent electrical contact (male prong) distal end. The bent electrical contact was aligned with the cracked tube adapter. No missing part observed. No thermal damage was observed. The instrument passed electrical continuity test. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during central processing, on the monopolar cautery instrument, a cracked distal tip was noticed where disposable instrument screws into place. There was no report of patient involvement. Isi followed up with the initial reporter and obtained the following additional information: the instrument damage was noticed in central processing in the decontamination area when it arrived from the operation room. There were no missing fragments in the instrument when the issue was identified. There has not been any patient returning to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the monopolar cautery instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.